Event description:
T was reported that when using the bd pyxis¿ medstation¿ es the orders were not crossing into the pyxis. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders entered did not showed in pyxis. A technical support specialist stated that the customer confirmed that the issue originated from the cpsi (computer programs & systems, inc) side. Based on this confirmation and with no further action required from the technical support specialist, the decision was made to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the orders were not crossing into the pyxis. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.